Manufacturer narrative:
Block b3: exact date unknown, event occurred over a week ago from date manufacturer was made aware.

Event description:
It was reported that the patients ipg was no longer working as intended. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively. The explanted ipg will not be returned as it was not released by the facility. No device malfunction was suspected.